Event description:
It was reported that the patient was trying to use the device and was confuse. They charged all last week. The patient had to use the patient programmer to synch and the patient programmer did not synch with or without antenna. The batteries for the programmer were changed the day prior to the report. They had use the recharger to charge implant and the recharger was showing reposition antenna screen. They did not get any coupling bars last week when they charged. The patient saw a couple bars three weeks ago when charging. It was reviewed that the implantable neurostimulator (ins) may have been in overdischarge and they may need to awake to charge. The patient had an appointment with their physician the tuesday after the report. A communication problem was reported. An ins overdischarge was suspected. The patient fell on the sidewalk the thursday prior to the report full force with her knee and chest and jarred her back and started to worry about therapy. Since the fall the patient was having pain and bruising and back pain. The patient had to see a knee physician because she had a knee replacement. They had not had pain relief since falling, not matter what medicines they took. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received indicating that the patient received assistance from their doctor or manufacture representative but did not recall their appointment date. The patient was still having problems getting their device to charge but was going to call to set up an appointment with their physician or manufacturer representative.